Event description:
Study coordinator reported to stryker on 2/13/08 that following a sternotomy in 2006, a pt wore a pain pump for post-op pain relief where 0.3% ropivacaine was infused at 4.0 ml/hr and the pump was in place for 64 hrs. About 6 days later, it was noted that the pt had a sero-sanguineous drainage from the sternal incision along with an unstable sternum. Two days later, the pt was returned to the or for sternal rewiring and ancef was started due to the drainage. Ancef was later switched to oral keflex. The pt was later released approximately 18 days later. The surgeon reported to the study coordinator that he could not rule out the pump as a factor in this reported infection.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no lot number could be provided.